Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that immediately after powering on the vela ventilator transducer fault (xdcr) occurred. The customer confirmed that there was no patient involvement associated with the reported event.